Event description:
Leaking at filter site after approx 18 hrs into 24 hour infusion of ICU medical primary plum set 0.2 micron filter, clave y site, pe lined 104 inch tubing. Lot 4124743, (exp: 06/01/2022). Drug infusing was doxo / etoposide / vincristine. FDA safety report ID # (B)(4).